Event description:
It was reported that "during l5-s1 tlif inserting s1 screw of trio 7.5 after tapping with a 5.5 tap the split end screwdriver tip broke off and fell into the pt. Another piece stayed in the proximal end of the screw, after retrieving pieces of screw driver used offset connector driver to advance the screw."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.